Manufacturer narrative:
(B)(4). . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected battery power loss alarm. Customer's blood glucose was 7 mmol/l at the time of incident. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also stated that second occurrence replace battery without low battery warning. Troubleshoot was performed. Customer "advise to" the pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. The insulin pump was monitored and no power loss or replace battery now alarm noted during testing.